Manufacturer narrative:
The meter has been returned and an investigation is in process. A follow up report will be filed when investigation resulsts are available. Customers and retailers have been informed. Investigation in process.

Event description:
A customer reported receiving a reading of 16.5 mmol/l on their freestyle flash blood glucose monitor, but as he did not feel "high" as his readings were usually 8 mmmol/l the customer went to see his doctor. A laboratory reading 3 hours later was 5.5 mmol/l. The doctor advised the customer to exchange his meter because of the false high readings. When the customer spoke witht the abbott diabetes care customer service agent it was identified that the freestyle meter the customer was using was reading in the incorrect units of measurement (mg/dl). The customer did not observe error 3 or 4 message or the battery icon. There was no report of death, serious injury or mistreatment associated with this event.